Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and a blank display. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump up and down arrow buttons were sticking. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and unable to confirm if the time is advancing due to insulin pump display was blank. Customer declined blank display troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with all the buttons unresponsive due to unlocked keypad connector on lcd board. We were unable to perform functional testing's due to unresponsive keypad and button. No blank display was noted. The device was received with flattened all the buttons dome switch, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.